Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad wore severely and the metal part was exposed. Both the probe tip and the grasping section had contact marks with each other. Seal short circuit error occurred at the seal mode output. The manufacturing history was reviewed, with no irregularities noted. Considering the eval result of the device, omsc concluded that the error and contact marks occurred since the user kept activating output with the severly worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad wore severely due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the subject device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 16th, 2015. This is a supplemental report for MFR report # 8010047-2015-00521.

Event description:
Olympus medical systems corp (omsc) was informed that during an open total gastrectomy, the subject device was used. Seal & cut short circuit error occurred frequently and the device could not be used any more. The procedure was completed with another thunderbeat. There was no patient injury reported. After we received the subject device for evaluation, we confirmed that the ptfe pad of it wore severely and the metal part was exposed on june 2nd, 2015.

Event description:
Olympus medical systems corp (osmc) was informed that during an open total gastrectomy, the subject device was used. Seal and cut short circuit error occurred frequently and the device could not be used anymore. The procedure was completed with another thunderbeat. There was no pt injury reported. After we received the device for eval, we confirmed that the ptfe pad of the subject device was partially separated on 6/2/2015.